Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2008 was chosen as a best estimate based on the date that the manufacturer explant date: 2008. Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: a21863 / a29352, model/catalog description: phase iii linear lead - 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the scs device was causing the patients body to shake. The patient underwent an explant procedure. No further information could be obtained